Manufacturer narrative:
(B)(4). Per service manual operational and diagnostic analysis did not confirm the reported lcd display issue. No further investigation will be conducted on this complaint. Additionally, two cable assembly enclosure/heatsink fan to main, the adapter plate, and the earth ground top nut was replaced. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The repair and testing of the unit was completed. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that prior to the start of a laparoscopic appendectomy, the screen on the generator was flickering. A second like generator was used to complete the procedure. There were no patient consequences reported.